Event description:
Medtronic received information report that during the procedure, the pipeline shield presented with a twist. It was noted that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). Multiple pipelines were not being used when the issue occurred. There was no friction or other difficulty during delivery or positioning. The pipeline was deployed at the intended location; the pipeline did not miss the landing zone and did not jump during deployment. The pipeline was placed at least 3mm pas the aneurysm neck on each side. The tip of the catheter was not moved during deployment. The pipeline was removed and replaced with another pipeline shield (model: ped2-375-30, lot: b318964) which was used to successfully complete the procedure. Ancillary device: marksman microcatheter (model: fa55150-1030, lot: 221766522) there was no harm or injury to the patient who was undergoing a procedure for flow diverter treatment of an unruptured left carotid artery supraclinoid segment saccular aneurysm. The aneurysm max diameter was 15mm and the neck diameter was 6.5mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. No additional medical or surgical intervention was needed to prevent permanent impairment. The event did not lead to or prolong the patient hospitalization. Post-procedure angiographic results showed blood flow and treatment were positive and successful.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: it was found that the braid was fully opened and no damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the twit occurred in the middle section. The pipeline was positioned in a vessel bend. During the procedure, when the physician detectec the 1st twist, he tried to resheat the ped. But the ped twist again and he tried to resheat one more time. He tried to continue but the microcatheter had a big difficulty to remove. So, the physician decided to change the device to avoid the device rupture.